Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy has peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In an additional follow-up call with the patient's pd nurse it was confirmed that the patient was diagnosed with peritonitis (diagnosis date not provided). The nurse indicated she had limited information to provide. The nurse confirmed that the patient did not require hospitalization for the event. It was reported that the patient was treated with intra-peritoneal (ip) antibiotic therapy (details not provided) on an outpatient basis. Additionally, the patient had a hemodialysis catheter placed (date unknown) as well as transitioning to hemodialysis modality for renal replacement needs. The patient is expected to have the pd catheter (not a (B)(6) product) removed. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with (B)(6) products in relation to the peritonitis event. The nurse stated there is no allegation against (B)(6) products. The nurse indicated that the peritonitis was due to the pd catheter (not a (B)(6) product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).